Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged intermittent power issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that available date range did not cover the complaint date due to continued customer use. Review of the available date range did not find any unexplainable pump reboots. No damages were found with the battery cap or battery compartment. There was no evidence of moisture intrusion inside the compartment. Using the returned caps the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and there was no intermittent connection or evidence of moisture intrusion inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damages to the battery compartment or cap and the cap was able to secure properly onto the pump. No moisture or corrosion in the pump was noted by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.